Manufacturer narrative:
On 11/03/2016 - update: rv pace-sense lead impedance >3000 ohms with full capture. All other values within normal limits. No noise detected. Lead will be monitored and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
At follow-up lead had a pace-sense impedance greater than 3000 ohms and non-capture. No noise was detected on any recordings. The lead remains implanted.